Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2018 the ivc filter is centered within the ivc without tilt. No evidence of filter migration or breakage. The legs of the ivc fitter extend to the margin of the ivc. There is no fat plane seen between the ivc filter legs and wall of the ivc.